Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'thermistor disparity' was reproduced. A review of the event history log (ehl) revealed 'thermistor disparity' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the downstream thermistor being out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed thermistor disparity during an unknown process step. There was no patient involvement. No additional information is available.